Event description:
The male patient had the following medical history: smoking, high cholesterol, coronary artery disease (cad), and previous percutaneous coronary intervention (pci). The patient had an emergent procedure due to acute mi. The target lesion was the right coronary artery (rca). The lesion was an in-stent restenosis (stent unknown). The patient received 4 cypher stents from the proximal to the distal rca. All 4 stents were overlapping. Approximately seven months later, the patient returned with thrombosis throughout the stented segment. Patient was treated with CABG and is in stable condition. Patient had been taken off plavix one week prior to the event.

Manufacturer narrative:
This device is one of four products associated with this event. Please refer to MFR. Report #'s 3003742446-2007-00094, 3003742446-2007-00095 and 3003742446-2007-00097. The product is not available for analysis. Additional information will be submitted within 30 days upon receipt.